Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed to be cartridge alarm 35, occurring on november 6 and november 10, 2025. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the reported level was within a normal range. As a corrective action, the customer was informed about the steps to store the pump and return it to tandem. Technical support replaced the pump and ensured the customer understood how to proceed with the replacement. Customer reverted to an alternative method of insulin therapy.